Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The pump passed rewind, basic occlusion and displacement test. The pump passed all operating currents tested wit in the spec range and passed off no power test. The pump was monitored and tested with no weak battery alarm noted. The pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and cracked on display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported of a prime anomaly from the insulin pump. The customer's blood glucose reading was 34 mmol/l. The customer stated that they had unexplainable high blood glucose readings after a meal. The customer stated that they changed the set and reservoir 4 times. The customer stated that they had no issue with the cannula. The customer stated that there are no alarms in the history. The customer stated that they received a weak battery and empty reservoir from several weeks ago. The customer stated that there is a crack in the pump at the reservoir site. The customer was assisted with the hp test with no blue clamps with something that can stop the insulin. The customer stated that there were no alarms and drops at the end of catheter. The customer will be sent a replacement pump.